Event description:
It was initially reported by the physician that the pt got a high lead impedance on normal and system mode diagnostics. No pt manipulation or trauma was reported. Last good diagnostics were obtained in (B) (6) 2008. X-rays were taken and no lead failure was found as indicated by the nurse. Copy of x-ray was not available for MFR review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.